Manufacturer narrative:
A specific root cause could not be identified. Sample from the patient was submitted for investigation and no interfering factor was identified.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) result for one patient sample from cobas e601 analyzer serial number (B)(4). A sample from the patient was submitted for investigation and was tested on analytical e module analyzer ( mod-pe), centaur, and architect analyzers. Refer to the attachment to the medwatch for all patient data. Refer to the medwatchs with patient identifiers pt-(B)(6) and pt-(B)(6) for the other assays involved. The results were reported outside of the laboratory. No adverse event was reported.